Event description:
A review of service data detected a reportable event. During servicing, monitor (B)(4) was found to have damaged response buttons. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: eval of monitor (B)(4) has been completed. The monitor was found to have damaged response buttons. The root cause of the response button damage cannot be positively identified. Once the response buttons were replaced, the unit was fully functional. The last pt to use this monitor did not report any deficiencies. No adverse event resulted from the damaged response button.